Event description:
It was reported that this right atrial (ra) lead exhibited intermittent low out of range pace impedance measurements less than 200 ohms and multiple inappropriate mode switch episodes. The boston scientific representative indicated that the patient was going to be seen in-clinic and their following physician would determine the next steps. The lead remains in-service. No patient symptoms or adverse patient effects were reported.